Event description:
This report was rec'd from a physician on the model 920 lens. She was attempting to fold the lens with a small inserter and the lens cracked. Pharmacia & upjohn has determined this to be a product malfunction as it is not in the labeling. The physician indicated that she did not implant this lens and would not implant in iol that she could see a defect in. Await results of a MFR batch review of this iol.